Event description:
Complainant alleged that while attempting to monitor a conscious pt (age unk) with chest pains, the device analyzed the pt's heart rhythm and advised a shock. The rescuer delivered a shock and the device analyzed the pt again and again advised shock, at this time the pt asked the rescuer not to shock them again.